Event description:
It was reported that no drug had been delivered to pt in the six weeks that pump had been implanted. A motor study was done in 2009, and there was no movement of the rotors. A refill was attempted, but all 20 ml were still in the pump. It was noted that the pt was overweight and was twiddling the pump. The pump was flipped and it was noted at the time of replacement that the catheter was severed. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.